Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. During prep, it was observed that one of the gripper was not lowering. When the clip was locked, the gripper was able to lower. The physician decided to proceed with the clip. However, while in the valve, it was observed the gripper was unable to lower, even while locked. It was noted that the clip was curved more than 90 degrees. Per IFU, the clip delivery system should not curve more than 90 degrees. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.